Event description:
It was reported that the surgeon was performing a laparoscopic assisted right hemicolectomy. The staff first opened the device that came preloaded with a blue load. The staff took the blue load out and put in a white vascular reload. After first squeezing and holding the first handle, the surgeon fired the mechanism. Then the surgeon released the device. As the surgeon released, the reload fell out of the device and into the patient. It had not stapled, but it had cut resulting in a 250 ml blood loss. This reload was put in our sharps container after surgery was done. The staff then gave him a device loaded with white vascular reload. This one did not fire 100% of the staples. The staff then gave the surgeon a "35 ml" which fired with no problem and resolved the issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: how was the bleeding controlled? With the lap instrument "dolphin nose." Did the patient receive a blood transfusion? No. On what tissue type was the device used? At what location on the tissue? Mesentery & ileocolic vessels. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No, no. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What other color cartridges were used before and after this event? Repeated with another white (vascular). Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Slight increase in closing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the bleeding controlled? They fired an ats35. Did the patient receive a blood transfusion? The patient did not receive a blood. Transfusion in the or. The rep followed up with the account and they do not think that the patient received a blood transfusion once in recovery. There is no further information available about the procedure. On what tissue type was the device used? At what location on the tissue? Bowel (mesentery and ileocolic vessels). Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What other color cartridges were used before and after this event? The ats45 flex was preloaded with blue. They removed blue and loaded a white which cut and did not staple. They then used a straight ats45 that was preloaded with blue. They removed blue and loaded a white which did not fully deploy the staples. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher closing force. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that a 6tb45 device was returned instead of an ets45. The device was in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.